Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 275cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was experienced a deflated left breast implant. As a result, the patient underwent removal and replacement with a 275cc mentor smooth round moderate profile saline breast implant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2022, mentor received a device that did not match the device reported in the initial report. Information received indicated that the device received is to be taken as the complaint device. As such, the product information has been updated. The brand name and catalog number were the same as the device reported in the initial report. Lot: 6517529. On may 30, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was identified within the crease/fold measuring 3.4 cm. Additionally, an area of missing material was observed on the posterior view, measuring approximately 0.3 cm x 0.3 cm. Microscopic examination was performed on the edges of the missing material area, and parallel striations were found in an area of the rupture measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. The evaluation determined that the cause of the tear is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).